Manufacturer narrative:
Based on the claim against the product by the customer noting jaws broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength o the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation related to customer reported complaint was also identified: the small grasping retractor instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The root cause of dislodged pitch cable at the proximal end is attributed to component failure. Additional observation not reported by site was also identified: the small grasping retractor instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the small grasping retractor instrument had broken/frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument cables were frayed/broken. There were no fragments that fell into the patient.